Event description:
It was reported that an intermittent warming burning smell was coming from the unit, as well as an "air clamp detector indictor problem". No injury was reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One convective warming device was received for device evaluation. Visual inspection found the device to be in overall good physical condition. Functional testing was performed, a disposable device was installed, and the device was powered on. The disposable alarm activated immediately. It was found that the gas vent detect switch would not close. It was noted that the interlock block and air detector sensor blocks were not flush, causing the disposable to distort and switch was not being activated. The switch could be closed and alarm condition cleared by firmly pressing on disposable. The device then warmed up to temperature; no unusual odor was noticed. All devices have a slight "warming" smell as heaters warm (burn in), which is considered normal. The complainant's reported issue surrounding air clamp indicator was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.